Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter fax #: (B)(6). Investigation summary: no samples were made available by the customer for investigation, it was not possible to perform an investigation and determine the root cause for the incident. Additionally, the retention samples for the complained lot were evaluated where the parts were subjected to a rod movement force test and no non conformities were observed. Furthermore, it was performed the DHR, maintenance records, and quality notifications were checked, and no deviations were found for this batch. And no deviations were found for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: DHR was performed, maintenance records, and quality notifications were checked, and no deviations were found for this batch. No deviations were found for this lot. No samples were made available by the customer for this lot. It was not possible to perform an investigation and determine the root cause for the incident. Additionally, the retention samples for the complained lot were evaluated where the parts were subjected to a rod movement force test and no non-conformities were observed. The production processes are validated according to the defined acceptance criteria. Thus, confirmation of the complaint is not possible. The incident reported from this complaint will be monitored for trend assessment.

Event description:
It was reported that 2 syringe plastipak 20ml ll s/su experienced stopper separation from the plunger. The following information was provided by the initial reporter: the plunger of the stopper syringe detached when aspirating the medicine, remaining in the inclined position inside the syringe. - 2 20 ml disposable syringes. Was there any harm to the patient/healthcare provider? No. In this case, has the black rubber detached from the plunger (plastic part)? Yes.